Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the foreign objects remained due to being unable to reprocess the device as the device experienced a leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the ultrasound gastrovideoscope had a sticky grip and the forceps elevator wire had foreign objects. There was no patient involvement.